Manufacturer narrative:
(B)(4). Concomitant medical devices: unk cup. Unk head. Unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02733. Reported event was confirmed by review of x-rays provided. Review of the x-rays identified that there was a superolateral dislocation of the right hip arthroplasty. The bones were osteopenic. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision due to dislocation. Head and liner were revised. No additional information available.